Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, which resolved the malfunction, and the customer was advised to continue using the pump and to call back if the issue recurs.